Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2015. The device is not available for analysis. Device is not available for analysis.